Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 3.5x20mm, 100% stenosed and progressive target lesion was located in the non-tortuous and mildly calcified left circumflex (lcx) artery. The lesion was located in a thrombotic occlusion of an unknown previous implanted stent. Thrombus was extracted with suction and the lesion pre-dilated with a 2.0x20mm maverick balloon resulting in 50% stenosis. The physician then advanced the 2.5x20mm maverick 2 balloon and inflated to 12 atms and the balloon ruptured. The balloon was removed without resistance but it was noted that the balloon was not "complete." A section of the balloon and the distal marker band were located in the proximal cx after flushing the guide catheter with contrast. The balloon fragment and marker band were not able to be snared so the device fragment was secured with a non-bsc 4.5x20mm stent. The procedure was completed with the treatment of the lcx with a 3.5x30mm and 3.0x20mm non-bsc stents. There were no further patient complications reported and the patient status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 3.5x20mm, 100% stenosed and progressive target lesion was located in the non-tortuous and mildly calcified left circumflex (lcx) artery. The lesion was located in a thrombotic occlusion of an unknown previous implanted stent. Thrombus was extracted with suction and the lesion pre-dilated with a 2.0x20mm maverick balloon resulting in 50% stenosis. The physician then advanced the 2.5x20mm maverick 2 balloon and inflated to 12 atms and the balloon ruptured. The balloon was removed without resistance but it was noted that the balloon was not "complete". A section of the balloon and the distal marker band were located in the proximal cx after flushing the guide catheter with contrast. The balloon fragment and marker band were not able to be snared so the device fragment was secured with a non-bsc 4.5x20mm stent. The procedure was completed with the treatment of the lcx with a 3.5x30mm and 3.0x20mm non-bsc stents. There were no further patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Corrected: catalog / model # from 38928-2020 to 38928-2025. Device evaluated by manufacturer - visual examination of the returned device revealed a complete circumferential tear of the balloon. The inner shaft was separated 3 cm from the proximal balloon weld. The fracture face was stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The distal portion of the inner shaft including the balloon, distal markerband and tip were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).